Event description:
Pediatric department feedback on xiangma batch no. 5048554 from (B)(6) hospital: during the pre-flushing procedure via the packaging link, two cases were identified where the plunger rod was difficult to push, and the indwelling needle failed to deliver fluid. This issue is hereby reported.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 5048554. Our records show that this is the 1st instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Photographs of the complaint units were provided to aid in our investigation. The reported nonconformance could not be confirmed from the photographs provided. The complaint units were also returned for our evaluation. A simulated tube punching test was conducted on the returned complaint units, and the punching failed. The reported nonconformance has been confirmed. Closer inspection of the needles of the complaint units under microscope found foreign matter inside the needles. Functional testing was also performed on a retention sample for this lot, the results of this showed that the tested sample performed within product specifications. From the information available, our engineers are not able to identify a definite root cause for the nonconformance at this time and are currently conducting an in-depth CAPA investigation to track all possible causes and investigate the root cause of this nonconformance. This process will take time, and we appreciate your patience. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.